Manufacturer narrative:
(B)(4) supplemental MDR - foreign matter. It was reported there was a fuzz-like material was seen inside the syringe floating in the solution. To aid in the investigation, one photo and one sample of a 10ml luer lok syringe, material 309605, was received and meticulously evaluated by our quality team. The syringe was received loose and fully disassembled revealing multiple particulates in the fluid path. A large grey particulate was also found in a separate plastic bag. The photo shows a fully assembled loose syringe with a white cap covering the tip of the barrel. An unknown loose grey particle is present in the fluid path with a transparent fluid. The condition observed is non-conforming per product specification and is associated with the assembly process. A device history record review was completed for provided material number 309605, lot 4110189. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. To date, there have been no other similar events reported for this lot. Further action has not been determined necessary at this time.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials: 309605. Batch#: 4110189. It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. During visual inspection of finished product, a fuzz-like material was seen inside the syringe floating in the solution near the tip of the syringe. Product#: 309605. Lot#: 4110189.